Manufacturer narrative:
Review of the device history records did not reveal any manufacturing deviations. The CT scan, surgical plan, and design files were reviewed to verify all steps were completed correctly and signed for. There were no discrepancies discovered during this review. Bone models were manufactured and the resection guide fit was confirmed. The investigation found the resection guides fit the bone model well. However, the investigation was unable to reproduce flexed distal resection described by the doctor. Thus, the investigation was unable to reproduce the complaint and determine a root cause. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause or identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On patient's right knee, the trumatch cutting block did not cut to the desired anterior and posterior aspects. On the patient's left knee, after cutting, the desired flexion and extension gaps were not obtained. These problems caused a surgical delay of four (4) hours.